Manufacturer narrative:
Unable to prime during prime/a33 test and motor error alarm during basic occlusion test due to faulty fsr (gold). Motor passed motor test. Unable to verify no delivery alarm due to motor error alarm. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Review of the alarm history showed that multiple motor error alarms had occurred. Blood glucose level at the time of the incident was 185 mg/dl. Customer also reported no delivery alarms. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.